Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the leaflet damage, leak, air embolism, and ventricular fibrillation requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted on a2p2, reducing mr to 2-3. A second clip delivery system (cds) was advanced however visualization was difficult and grasping was difficult due to the calcification at the base of the annulus. After several grasping attempts a flail appeared and the mr increased back to 4. Air bubbles were noted in the patient at this time and the patients blood pressure decreased and suffered ventricular fibrillation. The patient was shocked and the rhythm and pressure stabilized. Another attempt was made to grasp the leaflets however was unsuccessful therefore the clip was not implanted and the cds removed. No aspiration was performed to remove the air bubbles. The procedure was completed with the mr remaining at 4. The patient remained stable post procedure and has remained hospitalized. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the leaflet damage, leak, air embolism, and ventricular fibrillation requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted on a2p2, reducing mr to 2-3. A second clip delivery system (cds) was advanced however visualization was difficult and grasping was difficult due to the calcification at the base of the annulus. After several grasping attempts a flail appeared and the mr increased back to 4. Air bubbles were noted in the patient at this time and the patients blood pressure decreased and suffered ventricular fibrillation. The patient was shocked and the rhythm and pressure stabilized. Another attempt was made to grasp the leaflets however was unsuccessful therefore the clip was not implanted and the cds removed. No aspiration was performed to remove the air bubbles. The procedure was completed with the mr remaining at 4. The patient remained stable post procedure and has remained hospitalized. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, a cause of the reported leak could not be determined. The reported failure to capture the leaflets was due to a combination of challenging patient anatomy and imaging difficulty. A cause of the reported difficult imaging could not be determined. The reported tissue injury appears to be due to the failure to capture the leaflets. The reported air embolism was due to the reported leak. The reported hypotension and ventricular fibrillation appear to be cascading effects of the air embolism. The reported patient effects of embolism, hypotension, arrhythmias and tissue injury are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.